Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure, which prevented it from opening. A field service engineer found that drawers 4-1 and 4-2 were disconnected from the communication bus and subsequently reconnected/replaced them to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced a malfunction with drawer 6, which failed to open and hindered users from dispensing medication to a patient. This incident caused a delay in patient care, and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.